Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: (follow-up report is due to additional information and device evaluation). The actual sample was visually inspected upon receipt, and no anomalies were noted. There was evidence of a blood leak at the gas outlet port, but no trace of a leak at the gas inlet port. A visual inspection of the fiber did not find any anomalies, and there was no irregularity in the fiber winding. The gas outlet port was removed, sliced and inspected. A piece of the fiber was found leaking blood. The leaking fiber was found to be fractured. Electron microscopy of the fracture revealed a rip in the fiber. A review of the device history record revealed no indication of production related anomalies, and the complaint files found no report of the involved product/lot number combination. The investigation is still ongoing. A second follow-up will be submitted when more information becomes available. Conclusions: conclusion not yet available - evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations. (B)(4). In addition to the previous investigation results provided on the first follow up: "the actual sample was visually inspected upon receipt, and no anomalies were noted. There was evidence of a blood leak at the gas outlet port, but no trace of a leak at the gas inlet port. A visual inspection of the fiber did not find any anomalies, and there was no irregularity in the fiber winding. The gas outlet port was removed, sliced and inspected. A piece of the fiber was found leaking blood. The leaking fiber was found to be fractured. Electron microscopy of the fracture revealed a rip in the fiber. A review of the device history record revealed no indication of production related anomalies, and the complaint files found no report of the involved product/lot number combination." During the investigation, a broken fiber was found, which is most likely the cause of the blood leak reported by the customer. The cause is likely due to a workmanship error in the taping process during fiber winding. (B)(4). Device failure directly caused event all available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report #3 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 01/10/2014.

Event description:
This report is being submitted as follow-up #3 for MFR. Report #9681834-2013-00182 to provide the date that additional information was received by the manufacturing facility.

Event description:
Customer reported that there has been a fiber leak on this oxygenator. The perfusionist unpacked the oxygenator from the plastic wrap, set a perfusion circuit on to the oxygenator, and primed the circuit (lovell p/l). The oxygenator and perfusion circuit was set up on a stockert s5 hlm. Occlusions were tested: perfusion circuit tested with pressurising system to 250 mmhg. Recirculation of perfusion circuit was performed with allowing the use of cardiotomy when act > 400. The perfusionist noticed that droplets on the floor were blood stained, during this period of recirculation. Closer inspection revealed an area of the fiber bundle where this stained fluid appeared to originate. A decision was made to change out the membrane component. This was done timely, as these events were pre cpb. No adverse patient effects were reported.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, and investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).